Manufacturer narrative:
(B)(4).

Event description:
It was reported that when lead was advanced into right atrial, it was noted that the helix was fully extended. The helix was retracted back in and the lead was placed successfully with no adverse events.